Event description:
Healthcare professional reported left side capsular contracture, baker grade IV diagnosed via ultrasound and a "dark (non-fetid) intracapsular seroma" observed during surgery. The device has been explanted with a complete capsulectomy and replaced. The seroma fluid was sent for cytology testing with found a dense proteinaceous substance with foam cells and no atypia.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photos of the device have been received; evaluation yet to be completed. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV diagnosed via ultrasound and a "dark (non-fetid) intracapsular seroma" observed during surgery. The device has been explanted with a complete capsulectomy and replaced. The seroma fluid was sent for cytology testing with found a dense proteinaceous substance with foam cells and no atypia.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV diagnosed via ultrasound and a "dark (non-fetid) intracapsular seroma" observed during surgery. The device has been explanted with a complete capsulectomy and replaced. The seroma fluid was sent for cytology testing with found a dense proteinaceous substance with foam cells and no atypia.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.